Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found black image due to bad charged coupled device. Other findings: electrical system had a damage cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head image does not appear. The issue was found during a therapeutic hysteroscopy/polypectomy. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "no image" occurred due to a charged coupled device (ccd) failure. The cause of the charged coupled device (ccd) failure could not be determined. Olympus will continue to monitor field performance for this device.